Event description:
It is reported that the patient was revised due to pain, effusion, and loosening.

Manufacturer narrative:
Upon revision, it was noted that the bone was very "gelatinous" under the femoral, tibia, and patella components. X-rays were returned and it was confirmed that radiolucent lines were present. Implants were not returned however; it was reported by the surgeon that the femoral, tibial, and patellar component all had cement in the cement pockets/grooves of the implants, and loosening occurred at the cement/bone interface. With the information available, it is likely that the patient's bone quality and/or a patient condition caused or contributed to the loosening that led to revision. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.